Manufacturer narrative:
A ge rep evaluated the system and found the footswitch cable was damaged. Customer will repair system. (B) (4)

Event description:
The customer reported the system is displaying a communication failure error. No pt injury was reported.